Manufacturer narrative:
On 1/8/2019, two devices were returned to the manufacturer damaged. As a result, both products are being conservatively reported for deflation. See report 1645337-2019-09030 for contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on (B)(6) 2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 800cc, catalog number 3508004bc, lot number 7636242, serial number (B)(4) (r), and (B)(4) (l). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12/5/2018 indicated the patient will undergo removal on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Manufacturer narrative:
Additional information received on 4/3/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 800cc, catalog number 3508004bc, lot number 7636242, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4), lot number 5991110. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. During evaluation the device appeared with a crease on the anterior aspect. Leak test was performed, and a rent measuring 0.2 cm was observed within crease. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).